Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No slow feed was noted. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The ra/qa rep has been informed by our sales rep that the surgeon reported that a lag screw broke out off the column.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the feeding speed of the clip was slower than usual at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.